Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the reported malfunction. The provided ECG printout indicated that two out of the four 3-second ECG segments determined that the rhythm were shockable. According to the ECG rhythm analysis algorithm accuracy section of the r series operator's guide, when multiple 3-second ECG segments are determined to be shockable, the device will prompt the operator to treat the patient. Without clinical data, the reported complaint could not be confirmed. The device was recertified and returned to the customer. No trend is associated with reports of this type. Review of the activity logs did not find evidence to support the reported event.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while analyzing the heart rhythm of a female patient (age unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.